Event description:
Info received indicates the valve was retrieved after 35 months service life due to stenosis and unacceptable gradient. The device was replaced with no additional pt complication reported.